Event description:
After an implantation period of approx. 65 months a loss of capture of the rv lead was reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was subjected to extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. The visual inspection showed signs of wear between 46 cm and 49 cm distal to is-1 connector pin, which suggests interaction with a partner lead. The insulation, however, was intact in this area. Furthermore a circumferential sign of wear was found between 52 cm and 57.5 cm distal to the is-1 connector pin. The insulation was damaged due to wear at 54 cm distal to is-1 the connector pin, in particular. The type and location of the wear are indicative of massive mechanical loads on the lead when in the implanted state. A severe in-growth response of the lead in the distal region, which led to restrictions in lead movement, should be taken into consideration. Moreover, cuts in the insulation were detected, which are most likely due to the extraction process. During the mechanical analysis, a stylet could be advanced only partially into the lead, therefore, it was not possible to verify the fixation mechanics. An electrical analysis revealed no irregularities. The production process for this device was reviewed. Production documents do not show any irregularities that could be related to the complaint. All production steps were executed correctly. In summary, there is no indication of a material or manufacturing defect.